Manufacturer narrative:
Stryker evaluated the customer's device and observed the device power down by itself. Styker replaced the sc pcb to resolve the issue, and then after observing proper device operation, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device powered down by itself. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.